Manufacturer narrative:
Examination of the returned device could not confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During total knee replacement, the lcs large ap cutting block was being used with the femoral rotation guide. As the femoral rotation guide was removed, the block slid up on the 5 degree femoral rod before the block was pinned without the surgeon noticing. The block was tightened and checked with t handle locking key before use. Surgeon pinned blocked in place did not check anterior reference and resected the posterior lateral condyle. He then realised a large over-resection of the condyle. On rechecking the locking mechanism between the femoral rod and block was loose which contributed to the malpostion of the block. Surgeon requested that locking mechanism of block be inspected. Case was delayed by 30 minutes while revision femoral implant and posterior augments were sourced from (B)(4) warehouse. Revision implants were inserted. Joint stable. Good range of motion.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.